Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient was seen in the clinic, the device could not communicate with a programmer. The device still could not be interrogated after a telemetry test performed failed. The device was explanted and replaced. The patient tolerated the procedure well and will be followed normally.